Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Section b3: date of event is estimated.

Event description:
It was reported patient lost effective therapy due to ipg being inoperable. Surgical intervention was undertaken to explant and replace the ipg. Therapy was restored post-op.